Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced with a tactra penile prosthesis.